Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record of the reported device could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was hospitalized for precardiac discomfort [chest pain] on (B)(6) 2014. Coronary angiography performed on (B)(6) 2014 showed double vessel disease. One 2.25x23mm xience xpedition stent was implanted in the mid left anterior descending (lad) coronary artery, and one 2.50x18mm xience xpedition stent was implanted in the proximal lad coronary artery. There was a small overlap between the two implanted stents. The patient was discharged on (B)(6) 2014. On (B)(6) 2018, the patient was re-hospitalized for precardiac discomfort [chest pain]. No coronary angiography was performed. Medication was given to the patient, and the patient was discharged on (B)(6) 2018. The correlation between the event and devices was undetermined. No additional information was provided.